Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. In a preclinical study in porcine uninjured coronary arteries, a 3.0x16mm synergy drug eluting stent implantation was attempted in the mid left anterior descending artery, approximately 1mm distal to the diagonal branch. After balloon inflation to 11 atm the stent migrated proximal during balloon withdrawal. The operator was able to capture the stent and remove if from the artery and sent it down the iliac circulation where it would not cause any issues. The vessel had no sign of injury so a second stent was implanted distal to the first. Coronary angiography showed the stent was undersized with the artery. It was noted that in normal, un-diseased porcine arteries, the stent must be oversized to the vessel to ensure secure anchoring to the artery (ideally 10-20 %), otherwise the risk of poor apposition and stent migration is significantly high. In this case oversizing was absent. In the operators opinion this was a sizing issue rather than a stent issue.